Manufacturer narrative:
If additional info is received, a follow-up report will be submitted. No evaluation will be performed.

Event description:
3m received info from risk manager, reporting that a pt sustained burns during an arthroscopic rotator cuff repair and was initially treated with silvadene and later by wound care with santyl ointment, cuterin patch, and aquaphor. The plate was placed on a fatty abdomen in the lower right quadrant with the pt in a beach chair position. 3m recommends placing the plate on a muscular, well vascularized area. A vulcan generator was used in the default setting for a two hour surgery with the activation time and the irrigation solution unk. Five photos showing injuries consistent with burns were provided. A photo taken post op. Showed a reddened area coinciding with the top edge of the plate and measuring approx 11.5 cm wide using the ruler in the photo. These dimensions align the injury just at the outer edge of the gel or slightly beyond. Photos taken days later show burns located at the upper left corner, upper left edge, upper right corner, lower right corner, and lower edge center left surrounded by areas of erythema. The areas appear to be healing with no sign of infection. Per the pt, a nurse diagnosed the burns as 3rd degree, however, the photos and treatment are not consistent with 3rd degree burns. Etiology of the burns presumed to be use of a high power generator, the plate place on a fatty rather than a muscular, well vascularized area, and use of a single plate rather than two. A 2007 tech bulletin and 1998 ecri article were provided to the customer.